Manufacturer narrative:
B3: 01/01/2023 was used as the date of event, as the actual date of event is unknown.

Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A guidezilla guide catheter was selected for use for treatment. A balloon was advanced in front of the guidezilla to limit the risk of a coronary dissection. However, after the guidezilla was advanced a dissection occurred. This dissection led to a permanent loss of the rca. The patient was stable post procedure.

Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A guidezilla guide catheter was selected for use for treatment. A balloon was advanced in front of the guidezilla to limit the risk of a coronary dissection. However, after the guidezilla was advanced a dissection occurred in the rca, which led to permanent loss of the rca. The patient was stable post procedure. It was further reported the target lesion was mildly tortuous and moderately calcified, with a vessel diameter greater than 3.0.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request. B3: 01/01/2023 was used as the date of event, as the actual date of event is unknown.

Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A guidezilla guide catheter was selected for use for treatment. A balloon was advanced in front of the guidezilla to limit the risk of a coronary dissection. However, after the guidezilla was advanced a dissection occurred in the rca, which led to permanent loss of the rca. The patient was stable post procedure. It was further reported the target lesion was mildly tortuous and moderately calcified, with a vessel diameter greater than 3.0.

Manufacturer narrative:
B3: 01/01/2023 was used as the date of event, as the actual date of event is unknown.